Event description:
It was reported that during the procedure in an unspecified vessel, a 2.0x15 rx mini vision stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy and a non-abbott stent was used to treat the target lesion. Additional reported information indicates that a dissection occurred. No additional information regarding the dissection or possible treatment of the dissection was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and stent profile dimensions. The reported dissection is a known adverse event listed in mini vision rx instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. There is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.